Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported issue was confirmed. The root cause could not be identified. It is most likely that the reported issue was due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, overheating problems, and electrical problems like a signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was provided by the customer.

Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.